Event description:
It was reported that the patient presented remotely to the clinic via remote transmission of the pulse generator data. Upon review, intermittent right ventricular (rv) loss of capture was observed likely related to intermittent short on their rv lead. The lead was capped and replaced on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).